Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693552 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to fracture on the right ventricular (rv) lead. There was also noise on the lead. A lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained tachycardia (nst) episodes. During the lead revision the right atrial (ra) lead was damaged. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.